Event description:
It was reported that during daily check, cardiosave intra-aortic balloon pump (iabp) touch screen has no response. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and performed touch screen calibration and unit works normally. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.